Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: premature partial deployment. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that as a physician attempted to place a xceed stent in the heavily calcified sfa, the device prematurely, partially deployed. The physician recaptured the device into the sheath and safely removed it from the patient's anatomy. Another xceed stent was used and was successfully deployed in the target lesion. No additional information is available.